Manufacturer narrative:
Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, scratched case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected and low battery. The customers stated that the batteries had been lasting 3 days. Their latest blood glucose level was 190 mg/dl. It was noted that the insulin pump stopped insulin due to power error. The device will be returned for analysis.